Manufacturer narrative:
Batch review performed on 26 june 2026 lot 2109431: (B)(4) items manufactured and released on 27-dec-2021. Expiration date: 14-oct-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in presenting pain due to cup - iliopsoas impingement and the cause is unknown. It has been reported that probably the cup was not medialized enough and has been malpositioned, but there is no confirmation of this information. About 4 years after the primary surgery, the surgeon revised the medacta cup and liner to competitor implants and revised the head with an l size and sleeve. The surgery was completed successfully.